Event description:
The device was implanted on (B)(6)2024 for the treatment of intracerabral hematoma. The (B)(6)2024, during the removal of the device, the surgical team noted that the distal metal tip of the catheter was missing. The catheter was removed without any particular resistance. As the patient was septic, a sample of 4 gradations of the catheter was taken and sent to bacteriology. According to the information in our possession, the infectious condition is not linked to the incident involving the device.

Manufacturer narrative:
A batch analysis was carried out and showed no problems during production. The explanted part of the kt is being returned for analysis to try to determine the cause of the problem, but we are still waiting for it.

Manufacturer narrative:
The device has not been returned to the manufacturer for investigation. A batch analysis was carried out and showed no problems during production that could explain the incident that has occurred. The problem could not spread to other products. The risk is already identified in the product risk analysis. The frequency of occurrence of the incident is not superior to the one estimated in the risk analysis. The risk level is therefore unchanged and the benefit risk remain positive. No action has been taken by the manufacturer has the occurrence of the risk is below our alert threshold of trend analysis.

Event description:
The device was implanted on (B)(6) 2024 for the treatment of intracerabral hematoma. The (B)(6) 2024, during the removal of the device, the surgical team noted that the distal metal tip of the catheter was missing. The catheter was removed without any particular resistance. As the patient was septic, a sample of 4 gradations of the catheter was taken and sent to bacteriology. According to the information in our possession, the infectious condition is not linked to the incident involving the device.